Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the plunger could not be replicated in a testing environment based on the returned device condition. The reported bend to the needles was not confirmed as the plunger and needles were returned with no damage observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic renal angiogram. Reportedly, the needle plunger had resistance attempting to pull out, it could not be removed. The footplate was closed and the device was removed. After removal, it was noticed the needles kinked slightly. Another proglide was used with the same result. A third proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.